Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported review of the device diagnostic log indicated the backup battery was not detected at post. The customer reported patient involvement and harm is unknown.